Event description:
Customer reportedly obtained results of hi (> 600 mg/dl), 55 mg/dl, and 56 mg/dl on the aviva system within 10 minutes. Customer drank a soda in response to the results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.